Manufacturer narrative:
(B)(4). Concomitant medical products: 110005315 jgrknt short rigid sz2 imp/drl 564700, 110005315 jgrknt short rigid sz2 imp/drl 356120. (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08288, 0001825034-2018-08291.

Event description:
It was reported that during the surgery, two (2) anchors pulled out of the patient's bone, and an inserter was found bend on impaction on a third device. There was no reported patient impact as a result of the malfunction. No additional information is provided.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
The complaint cannot be confirmed as the device was not returned. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause could not be determined with information available. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the tendon transfer surgery, two (2) anchors pulled out of the patient's bone, and an inserter was found bend on impaction on a third device. Additional holes were drilled as a result of the malfunction. No additional information is provided.

Manufacturer narrative:
The following report is being submitted to relay additional information received: investigation is still under process. Once the investigation has been completed, a follow-up MDR will be submitted.